Manufacturer narrative:
Block h10: with all available information, boston scientific corporation concludes that the reported allegations of the cage failure to catch needle has been confirmed through product analysis. During functional investigation, the carrier experienced some friction at the time of retraction; however, it is able to retract; therefore, an event was confirmed. During microscopic investigation, the carrier was bent kinked, confirming the event of carrier bent. Upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device revealed that the carrier did not fully retract. During functional inspection, the carrier experienced some friction when it was being retracted; however, it was still able to retract. Regarding the observation the carrier would not fully retract into the head, an investigation to address this problem was initiated, but at this point the cause has not been established. With regard to the device cage not catching the suture, an investigation is in place to address this problem, and concludes that the root cause lies in the design phase, where the interaction between the dart and the spring catch was not appropriately considered, leading to an inconsistent and insufficient tolerancing arrangement. Therefore, the investigation concluded that the most probable cause for this event is "cause traced to device design", and this is the most probable cause assigned to the reported event overall.

Event description:
It was reported to boston scientific that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2023, for the treatment of prolapse. During the procedure, the needle carrier got stuck halfway and the suture didn't pass through the ligament. It was removed from the patient and tried to correct the needle carrier; however, it was stuck. They opened a second instrument but with the same result. The procedure was completed with another of the same device. There were no patient complications as a result of the event. This event has been deemed reportable based on the investigation finding of the carrier did not fully retract. Please see block h10 for full investigation details.